Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided, due to the customer going an ¿extended period of time off the pump¿ as a result of the cartridge not fitting. The elevated bg was addressed by a correction injection via manual insulin therapy.